Manufacturer narrative:
This foreign report is being submitted on 17-may-2016 for a device product that is considered same/similar to a us marketed device (compeed blister cushions assorted 5ct). This closes out this report unless additional significant information is received.

Event description:
This spontaneous report was received on 23-apr-2016 from a mother reporting on her (B)(6) son from (B)(6). The medical history and concomitant medications were not reported. On (B)(6) 2016, the mother started using compeed blisters general range cutaneously on a pin-size blister on the top of foot of her son after he showered, upon pharmacist recommendation (frequency, lot number and expiration date unspecified). The next morning, she noticed her son developed a pustule at the site of wound and the wound became about five times larger in size. After an unspecified duration in (B)(6)-2016, the son also developed a fever. On an unspecified date in (B)(6)-2016, a physician was consulted who injected unspecified antibiotics, applied an unspecified antibiotic cream, and an unspecified bandage to treat the events. On the next day of treatment, the fever was resolved. The mother reported the blister was closed initially and there was no visibility of dirt underneath before the application of device and she removed the device after four days. The action taken with the device was unknown. The events of pustule and wound were resolving. This report was assessed as serious (medically significant). The company causality was assessed as related.